Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155238.

Event description:
It was reported that the patient's atrial lead exhibited high capture threshold. The lead was explanted. There were no patient consequences.